Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿chronic swollen inflamed lymph nodes,¿ ¿worries about the risk they face, suffer from mental stress, anxiety , worry, humiliation, fear, concern and other personal hardships due to the continuous fear of bia-alcl and aftermath from the suffering of bia-alcl.¿. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient representative reported right side ¿chronic swollen inflamed lymph nodes,¿ ¿worries about the risk they face, suffer from mental stress, anxiety , worry, humiliation, fear, concern and other personal hardships due to the continuous fear of bia-alcl and aftermath from the suffering of bia-alcl.¿ patient representative also reported ¿skin sensitivities, digestive issues, food sensitivities,¿ ¿joint pain,¿ and ¿fatigue¿ not related to the device. The device has been explanted.